Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided.

Event description:
It was reported that the user noticed that the set separated at the upper fitment when in use on a patient.